Event description:
The report from the affiliate indicated that thirty (30) mins after the index procedure the pt complained of chest pain with st elevation observed on the ECG. Coronary angiography was done and thrombus was treated by aspiration of the thrombus and percutaneous transluminal coronary angioplasty (details not known). Ivus was not done. The pt was discharged nine (9) days after the intervention and was reported to have recovered. The physician's comment regarding the possible cause of the thrombotic event was that it might be due to the stent being under-dilated and the administration of protamine to neutralize the heparin that was given.

Manufacturer narrative:
The index procedure was an emergent case due to acute myocardial infarction (ami). The target lesion was the mid left anterior descending (lad) coronary artery. The lesion was reported to be de novo, calcified, 25mm in length, vessel diameter of 2.5mm, and type c. A cypher 2.5 x 28mm stent was implanted by direct stenting at 22 atm for 10 secs and at 20 atm for 20 secs 5 times. The stent was not post-dilated. Ivus was not done. The flow pre-procedure was timi 0 and post-procedure timi 3. The residual stenosis was 0%. An act was not measured. The report stated that the hemostatic device used did not perform well, so protamine was administered in order to neutralize the pt's heparin that was given previously. Please note that device (cjs28250, lot # i0206038) is distributed outside the us, however it is similar to the us product cxs28250. The product is not available for eval and testing. A male pt with a history of smoking experienced a thrombotic event within an hour of cypher stent implantation. Initially, the pt was admitted to the hosp with an ami and underwent an emergency angiogram that revealed a lesion in his mid lad. This pt's emergent presentation with an ami puts him at increased risk for mace. In addition, his presentation with an ami puts him in a hypercoaguable state and at increased risk for thrombotic events specifically. Intra procedural medications included asa, ticlid, heparin and cilostazol. Acts were not measured during the procedure. The mid lad lesion was described as de novo, type c, 2.5mm in diameter, 25mm in length and calcified. The safety and effectiveness of the cypher stent has not been established in these types of vessels and/or lesions. The lesion was not pre-dilated prior to the placement of a 2.50x28mm cypher stent at a maximum inflation pressure of 22atm. According to the IFU, lesions should be pre-dilated prior to the placement of a cypher stent. In addition, the rated burst pressure of the cypher stent should not be exceeded in order to prevent intimal damage or vessel dissection. The post-procedural timi was recorded as 3 with a residual stenosis of 0%. At the completion of the procedure, difficulty was experienced with the hemostatic device. Protamine was administered to neutralize the heparin. Thirty mins after the procedure, the pt experienced chest pain with st elevations. A repeat angiogram revealed thrombus within the previously implanted cypher stent. This was treated with aspiration and ptca. The pt was later discharged from the hosp on medications that included asa, ticlid and cilostazol. For catalog: cjs28250 lot: i0206038 the product was not available for analysis. Mfg record (DHR) review was conducted and the product met quality requirements for product acceptance. The product remains implanted in the pt and is thus not available for eval. According to the procedural physician, the causes of the thrombotic event were the under-dilation of the stent and the administration of protamine. There are pt, vessel, procedural and pharmacological factors that may have contributed to this event. Please note that this is the initial/final report for this product.